Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used with a 27 mm watchman laa closure device & delivery system. The closure device was deployed in the laa and met all release criteria. During release from the core wire, the closure device shifted within the appendage into an unacceptable position. After 1 or 2 minutes of monitoring, the device embolized out of the appendage and eventually ended up in the descending aorta. Arterial access was gained and a snare was advanced. The device was successfully removed from the patient. The procedure was continued with a 30 mm watchman laa closure device. They were unable to adequately position it in the laa, therefore it was recaptured. A second 30 mm watchman laa closure device was able to be positioned and released in the laa successfully. There were no patient complications reported and the patient¿s condition was fine.